Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced graphical user interface (gui) printed circuit board (pcb), 2 backlight inverter pcbs and upgraded the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.